Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10, and that they were unable to turn it off or attempt to reset it. Mmdg followed up with the initial reporter who stated that they were provided with a new pump, but they did not receive it until approximately five hours after the alarm occurred, which resulted in a delay of therapy. The patient is unable to tolerate any other feeding methods. (B)(4).